Event description:
It was reported that the 9800 system has a broken ac plug and lemo connector. There was no report of operator or pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the ac cord and the lemo connector. The sys was tested and found to be working as intended and placed back into svc.